Event description:
A customer reported she obtained a reading of 348 mg/dl on her blood glucose meter and thought the meter was reading higher that she actually felt. The customer reportedly took insulin before going to bed, and woke up two hours later when she again tested her blood glucose and obtained a reading of 43 mg/dl. The customer reportedly became unresponsive. The paramedics were called and reportedly gave to the customer an unknown intravenous medication and sugar. The customer additionally reported being transported to a health care facility where her blood glucose level was monitored, but the medical treatment is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.